Manufacturer narrative:
The product has been returned to our facility and will be shipped back to the MFR for investigation. They have been notified of the problem and are investigating. An additional report will be filed following that investigation with all additional information. This closely matches (B)(4), submitted on the same day. These two reports reflect a single recieved complaint, but because two lots of product were mentioned they have been reported seperately. This was done with the intent to match the format of the submission and so that if differing results are provided following the investigation they can each be updated independently.

Event description:
End user emailed stating that to different lots they have bought are both dull. Emailed end user awaiting response.

Manufacturer narrative:
Retained lot sampling completed by MFR results attached. No non-conforming product found during evaluation.

Event description:
End user emailed stating that to different lots they have bought are both dull. Emailed end user awaiting response